Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly a pacemaker replacement to alizea dr (sn: (B)(4)) was performed on (B)(6) 2022. During the procedure, vvi 60bpm was programmed due to the patient with af. However, although the patient¿s intrinsic rhythm was 63 bpm, it was not sensed at voo @60bpm. So when rate 50ppm was set and rr mode learn was reprogrammed to off, the events returned to normal operation.

Event description:
Reportedly a pacemaker replacement to alizea dr was performed on (B)(6) 2022. During the procedure, vvi 60 bpm was programmed due to the patient with af. However, although the patient¿s intrinsic rhythm was 63 bpm, it was not sensed and the device seemed to pace in asynchronous mode voo 60 bpm. When the basic rate was set to 50 bpm and rr mode learn was reprogrammed to off, the device function returned to normal behavior.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. H11. Corrected data: g3.3. Date received by manufacturer changed to 14/02/2023 as last information received to explain the issue.